Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause for the reported issues. The sample was sent by the surgeon to a third party for evaluation. Results have not been provided. Information was provided that the lens was implanted (B)(6) 2012. The lens was explanted on (B)(6) 2017. The symptoms occurred 6 months prior to the explant; an exact date was not provided. (B)(4).

Event description:
Additional information was received, indicating that within the last six months prior to the initial report, the patient experienced problems when reading, blurred/cloudy vision, glare, and halos. It was noted that there was no improvement or changes in the course of the day. It was further clarified that the patient was not able to do her work as a nurse, as she could not read small letters. The patient noticed a significant difference from the other eye. Although the patient still reports blurred vision (sees as if through a curtain), her visual acuity has improved since the lens was exchanged. The reporter commented that the initial iol possibly had a slight opacity. It was noted that the suture from the iol exchange procedure was removed on (B)(6) 2017.

Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced a problem with an intraocular lens (iol) that was implanted approximately five years ago. The iol was subsequently removed and sent to (B)(6) in order to determine the diopter of the lens. Additional information has been requested.